Manufacturer narrative:
The technician was able to confirm that the device had an external substance, attributed to buildup of orange substance internally.

Event description:
It was reported that during testing by the sales rep at the user facility, the device was determined to be leaking a substance. As this occurred during testing, there was no patient involvement, no delay, no medical intervention and no adverse consequences.

Event description:
It was reported that during testing by the sales rep at the user facility, the device was determined to be leaking a substance. As this occurred during testing, there was no patient involvement, no delay, no medical intervention and no adverse consequences.